Event description:
Oil leaked into sterile field. At the start of an anterior cervical procedure, the surgeon reported oil leaked into the sterile field due to oil in their gloves. The gloves were changed and a second motor was used to complete the case. No pt injury or unusual delay in surgery was reported.